Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to moisture damage inside force sensor. Motor passed motor test. No alarm noted during testing. The insulin pump was received with melted case on the back of the insulin pump, burned address/serial number label, broken belt clip slot at battery tube threads area, broken reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported that their pump was accidentally thrown into the fire. The blood glucose at the time of the call was 153 mg/dl. While performing troubleshooting for an alarm that occurred on the insulin pump, the customer reported receiving a motor error alarm. The customer was advised to disconnect from the insulin pump, discontinue using it and revert to a back-up plan. Nothing further was reported.